Manufacturer narrative:
One 12tlw803f catheter without any attached components was returned for evaluation. Blood was observed on catheter body. The reported balloon issue was confirmed. The balloon was found to be ruptured. After cutting the proximal windings, the latex edges did not appear to match up. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And " to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter." The balloon inflation lumen was occluded with an unknown clear material. There were two kinks observed on catheter body at 16.5 cm and 73.5 cm proximal from catheter tip. There was no other visible damage or inconsistency observed from catheter body and both windings. The through lumen was patent without any leakage or occlusion. The clear material will be removed and sent for chemistry analysis. A review of the manufacturing records indicated that the product met specifications upon release. As part of the manufacturing process, 100% balloon inflation and visual inspection is performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use of this fogarty catheter, the balloon did not inflate. The customer confirmed the balloon inflated at the inflation test before use, but it did not inflate when attempted after it was inserted in the patients body. There were no patient complications reported. The catheter was returned for evaluation and the balloon was found to be ruptured. The latex edges did not appear to match up.

Manufacturer narrative:
The unknown clear material in the balloon inflation lumen was sent to chemistry for ir spectrum and energy dispersive spectroscopy (eds) tests. The ir spectrum of the unknown material is consistent with that of zein. Eds analysis shows presence of carbon, oxygen, iodine, aluminum, and chlorine.